Manufacturer narrative:
Hoya corporation pentax (B)(6) office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number (B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since (B)(6) 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in from pentax (B)(6) stating "the user indicated on service paperwork that the needle is not in the axis, it comes out on the side" involving pentax model eg-3830ut/serial (B)(4).

Event description:
Based on manufacturer's incident report filed with (B)(6), the manufacturer's device analysis results states, if the user fails to properly position the elevator while advancing the aspiration needle through the endoscope, then the needle can get derailed from the elevator. As a consequence, the needle could get out of site of the investigator in the endoscopic or sonographic field of view. This might lead to an injury of the patient such as a perforation of the gastrointestinal tract. As a result, pentax medical initiated a field safety corrective action amending the instructions for use to clarify the method for advancing an accessory in pentax ultrasound video gastroscope model eg-3830ut and for two other devices of similar design (pentax ultrasound fiber gastroscope model fg-36ux and pentax ultrasound video gastroscope model eg-3630u). This action was completed 01-dec-2014. On 02-aug-2016, a device history review was performed which confirmed the ultrasound video gastroscope was manufactured under normal conditions, there was a nonconformance found during in-process inspection which was subsequently reworked and passed all required inspections, and was released accordingly. In addition, the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.